Event description:
The customer reported to the philips response center (rc) that the device twice failed the charge button segment of the user initiated operational check. There was no pt involvement.

Manufacturer narrative:
(B)(4). The customer reported to the philips response center (rc) that the device twice failed the charge button segment of the user initiated operational check. There was no pt involvement. The rc worked with the customer and the customer confirmed that the test was being run according to the device's instructions for use. A philips field service engineer (fse) evaluated the device. The fse confirmed that the device had previously failed the user initiated operational check. The fse could not recreate the failure. The device passed all performance assurance testing and was returned to the customer. There has been no customer request for further action or response. Based on the customer's report, we are considering this a malfunction. We cannot determined the cause, since the symptom was not duplicated.